Event description:
Catheter was inserted into pt for approx 6 hrs. Catheter was placed transurethrally. Foley was still draining when deflation was attempted. Foley could not be removed by stem cut, cut at "y" junction or wire up balloon channel to deflate the balloon. Pt was taken to radiology and a needle was inserted into abdomen to deflate balloon.